Event description:
It was reported that the electrode was explanted and replaced due to an unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding the return of the electrode. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the electrode was explanted and replaced due to an unknown product performance issue. No additional adverse patient effects were reported.